Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call prime anomaly and high blood glucose. Customer's blood glucose level was 427 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised they are stuck in preparing to prime loop. Customer was advised to change out their infusion set every 3 days however patient advised they cannot afford to pay in order to follow those guidelines. Customer did not receive a 2nd series of beeps and the numbers did not appear on the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.